Manufacturer narrative:
Follow-up #1; date of submission: 11/30/2016. The device has been returned and evaluated by product analysis on 11/05/2016 with the following findings. During investigation, the pump was powered on with the audible and vibratory alarms functioning properly. The complaint of intermittent sound was not duplicated during testing. The pump was opened and an intermittent cold solder between the audible alarm piezo and contact pads was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.